Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient plan to have device removed. Reason for removal: stimulator is fine, but the therapy is not helping with her pain. Patient reported back pain. It is unknown if the symptoms reported are related to device or therapy. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated conclusion code 92 is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's stimulation is still not helping with their low back like it once did. The patient stated it helped for about a year and a half and then stopped. The patient also reported pain at the battery site with redness and even bruising at times due to an unknown cause. The rep is not aware of any environment or external factors that may have contributed to this issue. The patient was reprogrammed and they were able to get some back coverage and also have a high frequency option. The patient was instructed to try both. The patient's impedances were also checked and were within normal limits. The rep received a call from the physician after leaving the appointment and stated the patient just wanted the device removed. The date of the explant is unknown. No further information was reported.